Event description:
It was reported that the device had an elective replacement indicator earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). The actual device was not received for evaluation. However, performance data collected from the device was analyzed and revealed that the battery voltage had battery depletion indicated/eri (elective replacement indicator). The time of rrt (recommended replacement time) in save to disk was on (B)(4) 2012 and the device's rrt is less than or equal to 2.62 volt. The weekly battery voltage trend data shows min battery equals 2.64 to 2.62 volts minimum between (B)(4) 2012 and (B)(4) 2012. It was also noted that there was one patient alert for low battery voltage on (B)(4) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. However, performance data collected from the device was analyzed and revealed that the battery voltage had battery depletion indicated/eri (elective replacement indicator). The time of rrt (recommended replacement time) in save to disk was on (B)(4) 2012 and the device's rrt is less than or equal to 2.62 volt. The weekly battery voltage trend data shows min battery equals 2.64 to 2.62 volts minimum between (B)(4) 2012 and (B)(4) 2012. It was also noted that there was one patient alert for low battery voltage on (B)(4) 2012. (B)(4) the device was returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.